Manufacturer narrative:
Device discarded by customer. The cause of the access site bleeding was unable to be determined as both data and product were not returned for evaluation.

Event description:
We received a publication from artificial organs, ¿biventricular impella use in pediatric patients with severe graft dysfunction from acute rejection after heart transplantation¿, published 20 august 2019. An (B)(6) years old caucasian male had impella cp pump inserted in the left femoral. The patient developed significant bleeding from the impella cp site requiring multiple transfusions.